Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, during troubleshooting with technical service, it was found that the device had an incorrect configuration of the date within the device. The year was set to 2028 causing the device to calculate that the electrode pads had expired when they were not expired. The cause of the change of the date could not be firmly established. The device date was corrected and the issue was resolved. Analysis of reports of this type has not identified an increase in trend.